Event description:
The pt was bilaterally implanted with low bleed gel prosthesis on 12/12/96. Subsequently it was noted that the pt had developed an infection in both breasts and they were removed on 1/27/97. This report was submitted to the FDA pursuant to new "MDR reporting guidance for breast implants" (mentor effective date, 2/10/92). Any perceived increase in frequency of events is related to the filing of reports for events, which were previously not MDR reportable events per 21cfr803.